Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The patient had been seen several months ago and at the most recent follow-up, the longevity remaining decreased to about one and half years. A request was made to have data from this device analyzed and it was confirmed that there was an increase in power consumption during the past year. Technical services (ts) recommended device replacement because of this anomaly. A revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The allegations were confirmed by data analysis and the product has not been returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The patient had been seen several months ago and at the most recent follow-up, the longevity remaining decreased to about one and half years. A request was made to have data from this device analyzed and it was confirmed that there was an increase in power consumption during the past year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The patient had been seen several months ago and at the most recent follow-up, the longevity remaining decreased to about one and half years. A request was made to have data from this device analyzed and it was confirmed that there was an increase in power consumption during the past year. Technical services (ts) recommended device replacement because of this anomaly. A revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.